Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose was not entered into the pump by the user. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated during the evening on (B)(6) 2018. Cartridge change sequence was completed approximately an hour and a half prior to the low bg on (B)(6) 2018. Following the load process, the user delivered a 12 unit bolus by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values.it is possible the user over corrected. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose. Reportedly, the value was unknown however customer reported bg was below 54 mg/dl; cause was unknown. A bar and banana was consumed to treat the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.